Manufacturer narrative:
The product was discontinued and the physician was called. The physician prescribed prednisone and oxycodone which the end-user began taking on (B)(6) 2014. On an unspecified date, hydrocortisone 1% cream was topically applied to the affected area. On (B)(6) 2014, the end-user advised that she was evaluated by the home health nurse within the previous forty-eight (48) hours and she is seeing daily improvement to the skin. She reports ongoing itching and pain and continues to take prednisone and oxycodone. She advised she is no longer applying the topical hydrocortisone 1% cream to the affected area. Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. A return sample for eval has not been received. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. (B)(6).

Manufacturer narrative:
Additional information was received on 06/25/2015. Third party manufacturer performed a batch record review for lot # 3113x1 and it was determined that the product was manufactured in accordance with specifications - correct materials and quantities. No discrepancies were discovered that would have impacted the quality, safety or efficacy of the product. The finished product met all testing specifications for physical, analytical and microbiological tests. This lot also underwent stability testing and no microbial growth was found. After a thorough batch review, no discrepancies were found. With no returned product for analysis, there is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring review will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 07/15/2015.

Event description:
The end-user reported application of the product to her back from her neck to her buttocks and on the right side of her breast during the afternoon of (B)(6) 2014. Within several hours on the same date, the end-user experienced some discomfort and the product was washed off the skin during the same evening. On (B)(6) 2014, the end-user was evaluated by a home health nurse who reported the skin as open, itchy, and oozing red and green drainage.